Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not turn on. The reporter attempted to power the pump on with a new battery with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: evaluation revealed power on resets in the black box. The pump returned with visible cracks on the display screen. The pump has audible and vibratory sounds but does not go the verify screen and the display remains blank. The pump cover was removed and the display screen is damaged with multiple cracks.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.